Manufacturer narrative:
The suspect product was requested to be returned for investigation. Replacement product was sent. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.8 - 4.2 inr): returned strips: qc 1: 3.1 inr, qc 2: 3.1 inr . Retention strip: qc 3: 3.1 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). At 10:00 am, the laboratory result was 2.9 inr. The laboratory used a stago compact analyzer and neoplastin reagent. At 11:15 am, the meter result was 3.9 inr. There was no allegation of an adverse event. The therapeutic range was 2.0 inr to 3.0 inr.

Manufacturer narrative:
Upon analysis of the meter memory, the result of 3.9 inr alleged by the customer was not observed on (B)(6) 2019.